Manufacturer narrative:
No known impact or consequence to patient. (B)(4). Burn of device or device the device was evaluated. The insulated part close to the jaws was damaged and needed to be reworked. The tool used for applying the insulation may have damaged it. (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4) was opened to address these issues. (B)(4).

Event description:
It was reported the insulated end was not done well. There was no reported patient impact.